Event description:
It was reported that it was difficult to inflate and deflate.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), infection control coated silicone catheter with sample port connector, intact tamper evident seal, and a cut portion of the inlet tube. Visual inspection of the sample noted no visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with no issue. The balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated much more slowly than normal, returning 10ml of solution. No cuffing was noted. The catheter balloon was subsequently dissected to find that the inflation notch not completely perforated around the entire circumference of the hole. This is out of spec per inspection procedure, which states, "inflation lumen notch not to penetrate drainage lumen and must be properly formed." The active length of the catheter balloon was measured (0.7595 inches) and found to be within specification (0.6-0.9 inches). The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments .[catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate and deflate.